Event description:
It was reported that the atrial lead exhibited greater than 2000 ohms impedance. No noise was observed. At the last check in 2008, impedance was measured at 420 ohms. P waves were measured to be greater than 3.0 mv, and the atrial pacing threshold was consistent with the last check at 0.5 v.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.